Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer met resistance while filling the cartridge with insulin. The syringe needle was changed out and the cartridge was successfully loaded with insulin. Blood glucose was not impacted.